Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging supplies. The customer was able to successfully charge the pump using alternate charging supplies. There was no reported impact to the customer's blood glucose level.